Event description:
Procedure type: sigmoid resection. Reportedly, the initial loading unit was very difficult to eject in order to reload the instrument. However, there were no issues with the other two loading units. The surgery was extended greater than 30 due to this; however, no patient injury was reported.